Event description:
It was reported that a patient presented remotely via merlin. Net, the left ventricle (lv) lead exhibited low pacing impedance. The lv lead will be monitored. The patient was stable throughout.